Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 300 units of insulin, and the insulin gauge displayed an inaccurate fill estimate of 32 units. The customer's blood glucose level was 191 mg/dl. Review of the pump data logs by tandem technical support confirmed the reported event. Although requested, no further information was provided by the customer.